Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead analysis found an insulation abrasion at 21.3cm - 21.4cm from the connector pin.

Event description:
It was reported that the patient experienced a non-syncopal fall, hit her head and fractured her elbow. While in the emergency room the patient experienced a presyncope episode. Intermittent pacing caused by oversensing was noted on the ventricular lead. The physician suspected a lead fracture. The lead was explanted and replaced on (B)(6) 2013.